Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported deflation on an unknown side. Device remains implanted.

Event description:
This is for the left side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. A visual device analysis of the returned device identified: an opening, wear abrasion and crease fold. Leak test was performed and found opening on anterior and posterior. A microscopic analysis was performed which identified crease smooth opening on posterior and two striated opening in the anterior and posterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a crease smooth opening on radius assessed to a fold flaw opening and two striated opening in the anterior and posterior side assessed as surgical damage.

Event description:
The device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d4, h3. Clarification to d.9. Returned to mfg on: the device has not been returned. See photo analysis in h.10.

Event description:
Healthcare professional reported "deflation" on the left side. Device has been explanted.